Event description:
Information was later received that this device was explanted. No adverse patient effects were noted as a result of the procedure.

Event description:
Boston scientific crm received information that at the last device check, this device indicated less that 0.5 years remaining. At this check, the device indicated 1 year of remaining longevity. All measurements remained the same between the two checks. It was noted that there were less mode switches at this check. It was confirmed that the device was functioning appropriately. A boston scientific crm technical services consultant stated that it was possible that the battery measurements are on the cusp of reaching the next plateau, this could account for the differences in longevity from month to month. It was noted that the patient will be monitored closely. No adverse patient effects were noted.

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.